Event description:
A silicone lens model aq2003v was defective upon receipt. The facility stated the lens had a smudge in the middle of the lens. The lens was not implanted and there was no patient contact. The model and lot numbers of the injector and cartridge are unknown.